Manufacturer narrative:
Follow-up #1: date of submission 9/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2016 with the following findings: display is dim/fading (pink). Cartridge compartment cracked at the threads w/piece of case missing. Battery compartment crack at the threads to the left of the bumper. Crack between case seal & keypad cover.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2, 22-march-2017- correction to serial#.